Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing numbers: 3006705815-2021-00451, 3006705815-2021-00452, 1627487-2021-00978. It was reported that one of the patients leads migrated due to an anchor fracturing after a car accident. This resulted in the patient experiencing ineffective stimulation. In turn, the patient underwent surgical intervention on (B)(6) 2021 wherein the lead was repositioned and the anchor was explanted and replaced. This has resolved the issue. It is unsure which anchor or lead was affected, so all devices are being reported on.